Event description:
It was reported to philips that despite the device being connected to ac power overnight, the installed battery still required charging and the unit displayed a blinking red x in the rfu indicator. There was no patient involvement.